Event description:
Customer called to report high blood glucose. It was stated that customer had changed the sets three times and then the vial of insulin. It was noticed that the cannula had been bent. Troubleshooting was performed. The insulin exited at the "qr". However, the driver arms had a gap between the smaller and the larger arm, and the driver block was moving freely on the lead screw in the locked position. Also it was stated that the device was not dropped, bumped, nor exposed to moisture.